Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation the right ventricular (rv) lead exhibited loss of capture, decreased amplitude, decreased pacing impedance and increased shock impedance measurements. An x-ray revealed a micro-dislodgement. Since the patient is not pacemaker dependent, the physician opted to use the system in an off label manner by electrically abandoning the rv lead and pacing the left ventricle only. No adverse patient effects were reported.